Event description:
The facility's technician reported an infusion pump with an 810:04 failure code. The technician stated they have no record of any patient incident involving the pump since the last baxter service event. Device failure occurred during patient use. There was no patient injury or medical intervention during failure. Baxter requested specific patient information regarding whether medication was being infused, tubing, but information was unknown. Infusion rate was 125ml/hr, volume to be infused was 350 ml, and a bag was used. Additional contact information was requested, but not provided.